Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center experienced the image disappeared. The issue occurred during preparation for use in a therapeutic laparoscopic cholecystectomy procedure. There was no reported delay. The procedure was completed using a similar device. There were no reports of patient harm. The field service engineer visited the facility and took the device back to the repair center.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device inspection, the legal manufacturer's final investigation and the associated h6 coding. Additionally, the following fields were updated: d9, h3, and h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. A scope communication error b30 was observed. Based on the results of the investigation, as the customer's reported image disappearing symptom could not be duplicated, root cause could not be determined. Root cause of the b30 error identified during the device inspection is consistent with damage of the scope cable connector pin. Olympus will continue to monitor field performance for this device.